Event description:
It was reported that there was a hole on top of the patient line extension set which resulted in leak. This was further described as, ¿the patient was priming the machine and the liquid was coming out of the joint of the tube and connector¿. This was observed during priming of the device for peritoneal dialysis (pd) therapy. To resolve the issue, the patient took out the extension set and hooked directly up to the machine, ¿no missed dose". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.